Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The stent was damaged at the proximal end. The most proximal row of struts were lifted upwards. No issues were noted with balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.25 x 32 mm promus element ¿ stent was used to treat the lesion. Damage was noted to the stent struts when trying to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.25 x 32 mm promus element stent was used to treat the lesion. Damage was noted to the stent struts when trying to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.